Manufacturer narrative:
Approximate age of device - 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient presented to the emergency department (ed) after receiving an implantable cardioverter-defibrillator (ICD) shock at 0130 that morning and having increased shortness of breath and chest pain. Additionally, it was reported that the patient's lactic acid dehydrogenase (ldh) went from 291 u/l to 815 u/l over a few days. In the ed the patient also had dark, tea-colored urine. The patient was admitted and started on heparin. Elevated lvad parameters were observed during hospitalization. Post-discharged log file analysis by the manufacturer's technical services revealed that the device was operating as expected. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported elevated ldh could not be conclusively established through this evaluation. The review of the submitted log file showed brief elevations in pump power and estimated flow that returned to baseline following each event. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. The hmii lvas IFU explains how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.